Event description:
The customer reported that the system would not boot up. The fe reported this was an intermittent issue. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue was not duplicated. The system was reloaded. The system was tested and found to be working as intended and put back into service.